Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a small area that was incomplete at 7 o'clock by the hinge during a laser procedure. The surgeon lifted the flap and completed the procedure without patient harm.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the log files for the day of treatment shows no warning or errors that could contribute to the reported event. Clinical review show all laser settings are within the limits. In the 7 o´clock area of the flap, a small "white spot" was visible in the treatment report. Such spots can be produced by mucus on the corneal surface and also by accumulation of gases opaque bubble layer (obl) caused by a canal that is slightly too short. In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. These circumstances could describe the reported lifting difficulties in the flap central area. No technical root cause was identified as the system was operating within specifications. The root cause for the incomplete flap could be obl that caused lifting difficulties. The root cause for occurrence of obl could be the short canal. (B)(4).